Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it became positive 1 hour after loading. After subculture, reloading and continuous culture did not result in positive again".

Manufacturer narrative:
H.6. Investigation: a false positive issue was reported on a bd bactec fx40instrument (p/n 442296, (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that after loading it became positive in 1 hour. After subculture, reloaded and continued culture did not result in positive again. Bd remote assistance explained the possibility of sample origin and the possibility of device origin, as a confirmation of the origin of the device, an unused anaerobic bottle was loaded into the station. Review of the device history record is not required due to age of the instrument. Service history review revealed no previous complaints related to this issue. Bd quality did not receive parts for investigation. This complaint is an unconfirmed failure of bd product. The root cause is unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: it became positive 1 hour after loading. After subculture, reloading and continuous culture did not result in positive again.